Event description:
It was reported that during the pre test when attempting to place a foley catheter for urinary drainage in the operating room, sterile water did not come out. Per the notification received from the investigator on 22 jan2026, it was reported that the catheter balloon had been asymmetrical, and a concentricity of 100, 0 had been found during the sample evaluation conducted on 22jan2026.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2 way silicone foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjy5145. Visual inspection noted the catheter ballon was inflated asymmetrical. Using returned syringe 6 ml of solution was withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical 100:0. Balloon passively deflated in 1min 13sec. No cuffing noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test when attempting to place a foley catheter for urinary drainage in the operating room, sterile water did not come out.